Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the user attempted to deliver a bolus to completely deplete the cartridge. Review of pump history confirmed the proper sequence of low insulin alerts prior to the alarm. Reportedly, the user knowingly depletes the insulin completely. The user reported a blood glucose (bg) level of 350 mg/dl. The user addressed bg level with a bolus via the pump.